Manufacturer narrative:
The initial reporter's meter and test strips were returned for investigation and tested with retention controls. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 44, 44, 44 mg/dl, level 2: 306, 325, 306 mg/dl. All returned results were acceptable. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable glucose results for 1 patient from accu-chek inform ii meter serial number (B)(4). At 9:18 am the result from the meter was 210 mg/dl. At 9:19 am the result from the meter was 105 mg/dl. At 9:20 am the result from the meter was 121 mg/dl. The customer did not believe the first result was accurate. The patient's condition was "fine".